Manufacturer narrative:
The complaint of the patient getting shocking sensation and high impedance were not confirmed. Both lead bodies were completely separated from the paddle end. It appears that the right side of the lead body was damaged during the explant procedure since the ends of the cables look cleanly cut. There were no traces of blood or corrosion on the ends of the cables. The left side of lead body looks like it was subjected to tensile force which resulted in the lead body having an uneven scalloped appearance. The outer insulation of the lead body was perforated in several places and dried blood and corrosion noted inside the lumen of the lead. It was reported that the base of the paddle had flipped up and it migrated. The base of the lead was not sitting against the dura anymore. The physician noted that the lead was partially fractured a few inches from the up from the proximal end of the paddle. A dislodged contact was also noted on the left side of the paddle. The root cause of the dislodged electrode is unknown.

Event description:
A report was received that the patient was experiencing a shocking and painful sensation when his stimulation was on. X-rays confirmed lead migration. During the lead revision, the physician noted the paddle lead was visibly fractured and displayed high impedances on two contacts. The paddle lead was explanted and replaced with a new paddle lead. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing a shocking and painful sensation when his stimulation was on. X-rays confirmed lead migration. During the lead revision, the physician noted the paddle lead was visibly fractured and displayed high impedances on two contacts. The paddle lead was explanted and replaced with a new paddle lead. The patient was reportedly doing well following the procedure.